Event description:
It was reported there was a revision. It was noted at first the stimulator was "a good answer to years of chronic back pain." It had "reduced the pain enough to help the patient do things they couldn't otherwise do." After two years "stimulation became very irregular." Patient was told they needed a revision. It was noted a year after that it was suggested the patient do another revision. After two revisions the stimulation was "still very irregular, usually they couldn't feel it until they moved into an odd position." When there was stimulation it "hit" the patient in the stomach and legs "which made walking difficult and made the patient nauseous which was very annoying." It was stated when the patient went to the clinic for reprogramming "they were charged ridiculous fees from the clinic." "They charged the patient over (B)(6) and when the patient complained they agreed to reduce it to (B)(6) per visit." "Unfortunately it normally took multiple visits to get the programming better, and with a high deductible the patient could not afford it." It was noted the patient was "very disappointed the product needed revisions so shortly after it was implanted and that it happened twice only after one year then again after another year. "Now the patient had been stuck with an implanted device that caused problems with diagnostic and security machines, and the device was too expensive to try to fix and did not work for them." No further information was reported.

Manufacturer narrative:
(B)(4).